Event description:
Almost lost consciousness; the bank insisted I wear a mask. I have a bad heart and copd. The mask provided was a surgical mask. Within a minute of putting it on I was light headed and seeing spots. I was passing out. I took off the mask to breathe and left the bank without finishing my transaction. Surgical masks are dangerous and kept me from getting air. FDA safety report ID# (B)(4).